Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the analyzer failed to communicate with the programmer. It was found to be out-of-specification electrical. The analyzer failed bench testing and functional testing. The analyzer shall be sent for repair and a replacement provided to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer failed to communicate with the programmer. The user attempted using the analyzer with three different programmers but received the same loss of communication message. The analyzer was returned for service. There was no patient involvement.